Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture dates: monitor: 3/25/2014 electrode belt: 6/27/2013

Event description:
A us distributor contacted zoll to report that a patient had passed away while wearing the lifevest on (B)(6) 2019. It was reported that the patient came home from a doctor's appointment, was very tired, went to sit in his recliner and lost consciousness. Ems was called and the resuscitation. Was attempted. Per clinical review of the downloaded data, the patient lifevest detected four arrhythmias from 15:36:09 to 15:42:41. The patient's rhythm was ventricular tachycardia (vt) at 150 bpm slowing to vt at 110 bpm transition to an idioventricular rhythm at 90 bpm and then degrading to asystole with CPR artifact until the electrode belt was disconnected at 15:49:43. The lifevest properly detect ventricular tachycardia, however a treatment shock was not delivered as the heart rate was at or below the prescribed treatment threshold (150 bpm). The patient subsequently passed away.